Event description:
It was stated that the customer was taken to the ER with a blood glucose reading of 400 mg/dl. The customer was treated and released. The insulin pump was not present for troubleshooting during the phone call. The son stated that the doctor's didn't find anything physically wrong with the customer and therefore felt that the insulin pump malfunctioned. The son asked to have the insulin pump replaced. Advised the son that the insulin pump would be replaced. Advised to have the customer remain on a back-up plan until the replacement insulin pump arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.